Event description:
Information received indicates the hi/low function is drifting down.

Manufacturer narrative:
The technician found the hi/low drive was slipping due to lubricant on the brake spring. The technician cleaned the hi/low brake spring assembly to repair the bed.